Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was good post procedure,